Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was the ipg had moved. The patient underwent an ipg repositioning procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.